Manufacturer narrative:
The customer declined the option to have their glidescope core video cable returned to verathon for evaluation. Since the device was not returned to verathon, the root cause of the "blank image" issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core video cable, the image went blank. The customer's biomed was unable to get any image when he was attempting to duplicate the issue. A delay in the procedure of approximate ten (10) minutes occurred as an undisclosed backup device was obtained. No harm to the patient or user was reported.